Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2016. They underwent left knee revision surgery on (B)(6) 2023, approximately 6 years 5 months post primary surgery. Revision op report stated that the implants were grossly unstable in the ap and ml direction. The femoral cone component was dissected and easily removed with a gentle tap, the implant separating at the cement interface. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.